Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: issue: line loading guide and free flow protection clamp assembled "backwards" on the tubing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample in open packaging was returned for evaluation. A visual evaluation was performed on the sample, and it was noted that the space pump was entirely assembled backward when put against the drawing. Based on the evaluation results, the reported defect was confirmed. An approved project was initiated to enhance the assembly process in to order to reduce occurrences of inverted space pumps during the manufacturing of this product. All applicable personnel involved in the assembly and inspection of this product will be trained to review the reported incident and to ensure all personnel understand and comply with the established assembly and inspection processes. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.